Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. The device was being applied to the bronchus. The device was difficult to close. The staple line was incomplete, a few staples remained in the loading unit. The retaining pin seated properly upon squeezing the handle. The staple line was incomplete because a few staplers remained in the loading unit. The staples were malformed because they were not b-shaped or formed in the tissue. Perikatmanschette was applied to guarantee sealing of the bronchus. To fix the staple line, it was resected and restapled. This caused permanent tissue damage. Patient status is fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two single use reloadable staplers. The visual inspection of the returned product noted the first instrument was received with a fully applied 4.8mm single use loading unit (sulu). Identifying witness mark from automatic firing fixture was present on instrument handle. Two malformed staples were stuck in two of the pusher fingers slots. The pusher fingers from these slots were damaged. The second instrument was received loaded with a fully fired 4.8mm sulu. Identifying witness mark from automatic firing fixture was present on instrument handle. Functionally, the malformed staples were removed from the first instrument. The sulu was reloaded with staples and reloaded into the instrument. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. The instrument and sulu were fired over test media; both of the staples displayed poor formation. The second instruments sulu was reset. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. The instrument and sulu were cycled with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. The device was being applied to the bronchus. The device was difficult to close. The staple line was incomplete, a few staples remained in the loading unit. The retaining pin seated properly upon squeezing the handle. The staple line was incomplete because a few staplers remained in the loading unit. The staples were malformed because they were not b-shaped or formed in the tissue. Perikatmanschette was applied to guarantee sealing of the bronchus. To fix the staple line, it was resected and restapled. This caused permanent tissue damage. Patient status is fine.